Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal would not load properly. A replacement unit with another lot number was used to complete the procedure. There were no patient effects. It is unknown why the product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. Internal file number - (B)(4).